Manufacturer narrative:
Date sent to FDA: 08/20/2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) represents the adverse event which occurred on (B)(6) 2016; (B)(4) represents the adverse event which occurred on (B)(6) 2017; (B)(4) represents the adverse event which occurred on (B)(6) 2018.

Event description:
It was reported by an attorney that the patient underwent epigastric hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported the patient underwent an open repair surgery of recurrent incisional hernia on (B)(6) 2016. It was reported the patient underwent repair of a recurrent ventral incisional hernia on (B)(6) 2017. It was reported the patient underwent recurrent ventral hernia surgery on (B)(6) 2018. It was reported that the patient experienced severe pain, hernia recurrence, multiple revision surgeries, nausea, retching, diarrhea, chills, inflammation, loss of appetite, stress and anxiety. No additional information is provided.